Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, initial right knee implanted on an unknown date, underwent a revision procedure on (B)(6) 2023. Reason for the revision unknown. Revision of the femur poly indicated. The patient was revised to an exactech device. The event is not related to a breakage of device. There were no surgical delays. The patient was last known to be in stable condition following the event. No patient history, comorbidities, or x-rays provided. No device returns anticipated. Reason for no return states hippa. There were no device images provided. No further information.